Event description:
On 20-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 601 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. The user required intensive care during hospitalization. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization requiring intensive care while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported ICU admission and treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user reported that the insulin being used at the time of the event was expired, which would reduce insulin potency and impair glycemic control. The user also administered external insulin while connected to the ilet prior to disconnecting. Based on available information, a device malfunction was not identified. The event was attributed to use-related factors, specifically administration of expired insulin and therapy management decisions. If additional information becomes available, a supplemental MDR will be submitted.